Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during the implant of this subcutaneous implantable cardioverter defibrillator (s-ICD), defibrillation testing was performed. During testing, it appeared that the s-ICD was longer than expected to sense the arrhythmia and the physician elected to external defibrillate the patient. After the patient was external defibrillated, it was noted that the patient's heart rate was around 20 bpm. The s-ICD system was implanted; however, the physician will explant the system as a later date and implant a transvenous system as the patient requires pacing support. The patient received a temporary pacing system to provide therapy at this time until a revision can be performed. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was completed. Electrical testing confirmed the device was able to provide post shock pacing and deliver shocks appropriately. However, there was electrical overstress damage to the device that was possibly due to the reported external shocks delivered to the patient.